Event description:
The pump was explanted after an implant duration of 28 months. It was returned to the manufacturer for anaylsis. No reason for the explant was given.

Event description:
The hcp reported that the device was replaced due to increased spasticity symptoms.